Event description:
It was reported that during surgical procedure at the user facility, the sonopet universal handpiece overheated causing the irrigation sleeve to melt. The procedure was completed successfully with the same device without delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Specific device used was unknown and was not available for evaluation.